Manufacturer narrative:
Additional information: device was returned unexpectedly. Update to h6 codes to include additional surgery for explant of product.

Manufacturer narrative:
New information notes device will not be returned.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
The reported events of failure to interrogate and device found in the backup mode were confirmed. As received, the device output and telemetry were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely. The cause of the reported events of failure to interrogate and device found in backup mode were isolated to the analysis findings. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The pacemaker was in backup mode and patient presented in clinic. The pacemaker had no magnet response and was unable to be interrogated. No interventions were made. The patient was stable.